Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 1 month post implant of perfix plug, patient was diagnosed with nerve damage, adhesions, pain and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list adhesions as a possible complication. Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with right inguinal hernia thereby underwent open hernia repair with the implant of perfix plug. Per operative notes, "a large direct hernia was noted. A large lipoma of the cord was resected. The floor of the inguinal canal was seen and a direct inguinal hernia was identified. A large plug (perfix plug) was sutured circumferentially. A onlay patch was placed to the inguinal canal and was sutured." (B)(6) 2016 - patient underwent laparoscopic right groin exploration and removal of mesh. Per operative notes, "dense adhesions were noted and adhesiolysis was performed of the mesh plug from preperitoneal structures. The mesh was trimmed at the direct ring and the mesh was excised." (B)(6) 2017 - patient was diagnosed with chronic right inguinodynia thereby underwent open hernia repair with the implant of phasix mesh and removal of perfix plug. Per operative notes, "dense amount of scar tissue was noted and resected. Cord structures were densely adherent to the mesh and was resected. The mesh grown into the vas deferens was removed. The ilioinguinal and iliohypogastric nerves were removed. The edges of ilioinguinal, iliohypogastric and genitofemoral nerves were over sewn. A phasix patch was reinforced and sutured to the anterior rectus sheath." Attorney alleges that the patient had adhesions, mesh migration, nerve damage, emotional injuries, pain and hernia recurrence. It was also alleged that the mesh is grown into vas deferens causing damage and loss of portion of internal oblique muscle.